Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd nexiva¿ diffusics¿ closed IV catheter system leaked at the connection site. The following information was provided by the initial reporter: "we have had reports of them leaking at the connection between the clear extensions the diffuisics chamber."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd nexiva¿ diffusics¿ closed IV catheter system leaked at the connection site. The following information was provided by the initial reporter: "we have had reports of them leaking at the connection between the clear extensions the diffuisics chamber."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue was confirmed upon inspection of the sample. Bd could not perform a full investigation to determine the manufacturing root cause since no lot/batch number was supplied. Without the proper lot/batch number a review of manufacturing records could be performed and result in a better understanding of the potential manufacturing root causes. A device history record review could not be performed since not lot/batch number was reported. H3 other text : see h.10.

Event description:
It was reported bd nexiva¿ diffusics¿ closed IV catheter system leaked at the connection site. The following information was provided by the initial reporter: "we have had reports of them leaking at the connection between the clear extensions the diffuisics chamber."